Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "capsular retraction affecting both breasts accompanied by deep plications and the presence of corpusculated serums". Later, healthcare professional reported "capsular contracture, baker grade unknown" and "intracapsular rupture". This record is for the right side. The device status is unknown.